Event description:
Additional information was received. It was reported that the patient had experienced symptoms of lightheadedness, being hot and clammy, and a flush feeling. No hospitalization was required due to the event and it was indicated that the patient recovered without sequela.

Event description:
It had also been reported that the catheter didn¿t show up well under fluoroscopy.

Event description:
It was reported that the patient wasn¿t getting the same response that she got with a comparable dose during the trial. About three weeks post-implant, the physician wanted to do a catheter dye study to check that there were no problems with the catheter and to make sure everything looked good. At that time, the physician didn¿t ¿like what the pump pocket looked like¿ and decided not to do the dye study. He took some cultures and would wait for the results before doing anything. It was also stated that the physician saw a needle-like object near the pump seen under fluoroscopy, though it was likely the pin connector which would have been visible. The device was delivering lioresal. One week later, it was reported that the patient was having pain at the pocket site in addition to a lack of effective relief. Three days later, it was reported that the patient was not experiencing any spasticity relief at that dose. It was stated that the culture came back negative, though there was no other information given about it. It was reported that a dye study was performed on (B)(6). During the procedure, there was ¿good backflow¿ and it showed the catheter to be working. At the time of report, the patient was fine and was scheduled to meet with her pump management physician to be adjusted up for spasticity relief. Three weeks later, it was reported that there was poor wound healing and wound dehiscence at the device pocket. It was stated that the physician was going to refill the pump in the operating room and would explant if the pump site was infected. About three weeks later, it was reported that the patient was taken to the operating room on (B)(6). At that time, the pump pocket was opened, debrided, and the pump was reimplanted. It was stated that there were no changes made to the dose during either the procedure or the refill during the following week.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the cause of the event was unknown. It was indicated that the device system was used to deliver compounded baclofen.

Event description:
Additional information was received. It was reported that the baclofen pump had to be cleared out again in may. It was reported that the pump was very close to the surface and the end of it stuck out. It had reportedly been sticking out since implant, though the physician said it was okay since there was not much fatty tissue. However, starting on the week of report, touching it would hurt.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient was still having concerns with her device or therapy, but was working with her doctor or manufacturer representative. There was an appointment noted for (B)(6) 2013. It was indicated that the patient had experienced constant pain at the site of the device and her healthcare provider gave her pain patches to wear 24-hours a day. The patient did not consider that to be a satisfactory resolution and couldn't use them due to an allergic reaction.